Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: review of information as reported, review of the device processing history and complaint history records associated with lot sp100268. Results of evaluation: no failure detected. Review of the device history records revealed no deviations during the production of lot sp100268 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release to finished goods, including mechanical testing results. As of (B)(6) 2016, no other complaint has been reported to lifecell against lot sp1000268. As of (B)(6) 2016, of the (B)(4) devices released to finished goods, (B)(4) devices have been distributed. Evaluation conclusion: device not returned. Device failure related to patient condition. The event is unlikely related to the strattice mesh and likely due to the patient condition, including a history of multiple revision surgeries. Based on our internal review of the lot processing history, the lot met qc criteria for product release. No deviations associated with the event were encountered. No other complaints were reported to lifecell against the lot. Device not returned for evaluation.

Event description:
It was reported to lifecell that a (B)(6) year old female patient underwent breast revision on (B)(6) 2016. On a post operative follow up review, the surgeon observed that the strattice mesh had stretched out where dissolved spots were apparent. The surgeon removed the remaining strattice mesh and implants. (Date of this event is not reported). The patient was given oral antibiotics and is healing by secondary intention. The surgeon requested a replacement strattice mesh to repair the area of concern. Patient history includes three breast revision surgeries and infection of her right breast.